Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose level of 800 mg/dl. Reportedly, the customer experienced dizziness and hypostatic blood pressure. The customer alleged that an unspecified malfunction alarm occurred. No additional information was provided and the customer declined troubleshooting with tandem technical support.